Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was ¿flashing¿. The customer declined further troubleshooting from tandem technical support regarding the reported issue, therefore no additional information could be obtained. Reportedly, customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 148 mg/dl.